Event description:
Caller reported inform system blood glucose results of 422 mg/dl and 188 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
The lab personnel was questioned about the weight and the morbid obesity diagnosis. The lab personnel replied that was what was on the chart that they were looking at. No further information available. Strips not available for return.